Event description:
Ref importer # (B)(4).

Manufacturer narrative:
Document review: versafitcup cc trio acetabular shell 58 0 - ref 01.26.45.0058 / lot 112455 (44 shells produced). All parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization cycles. Thirty seven cups belonging to this lot have been already implanted and no similar incidents have been reported up to now. From the data collected, there are no evidences that the event is device related.